Event description:
The info provided to sjm indicated a 6f angio-seal evolution was selected for use. The device was deployed in the right common femoral artery without incident. The pt was readmitted to the hospital 2 days later with claudication in the right leg. Ultra sound revealed a vessel occlusion in the right femoral artery and an unsuccessful surgical attempt was mae to debulk the femoral artery. The device was explanted and the pt was later listed as stable and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options included thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.